Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "eus-guided drainage of large walled-off pancreatic necroses using plastic versus lumen-apposing metal stents: a single-centre randomised controlled trial," by john gasdal karstensen, et al. Per the article, a single-centre, open-label, randomized controlled superiority trial was conducted using an endoscopic step-up approach in patients with pancreatic walled-off necrosis (won) larger than 15 cm. The study included 22 patients treated with the traditional double pigtail technique (dpt) and 20 patients treated with lumen-apposing metal stents (lams). The overall mortality rate among participants was 4.8%. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature source: karstensen, j. G.; novovic, s.; hansen, e. F.; jensen, a. B.; joergensen, h. L.; lauritsen, m. L.; werge, m. P.; schmidt, p. N. "Eus-guided drainage of large walled-off pancreatic necroses using plastic versus lumen-apposing metal stents: a single-centre randomised controlled trial." Gut, 72(6), 1167-1173. Article 328225. Https://doi.org/10.1136/gutjnl-2022-328225. Block h6: imdrf impact code f02 captures the reportable event of death.